Manufacturer narrative:
One tactisys¿ quartz sn (B)(6) was received for evaluation. Evaluation testing was unsuccessful as contact force was not able to be observed. Based on the information and investigation provided to abbott, the root cause was isolated to the software on module board. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified.

Event description:
During the supraventricular tachycardia procedure, contact force issues resulted in a procedural delay. The tactisys was rebooted, and the catheter was exchanged, but the issue persisted. Exchanging the tactisys resolved the issue. The procedure was completed with no adverse consequences to the patient.